Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported patient death remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00534, 3005334138-2020-00480, 3005334138-2020-00481.during a ventricular tachycardia (vt) / left ventricle (lv) substrate ablation procedure, the patient expired. The patient became hypotensive, the left ventricle wall motion was nil and intracardiac echocardiography confirmed there was no effusion present. Blood pressure medication was administered, and cardiopulmonary resuscitation was started. The lv was structurally intact confirmed by transesophageal echocardiogram (tee). The lv wall motion never resumed, and the patient coded for 30-40 minutes with no change and the patient expired. The physician stated that a clot likely traveled down the coronary and patient had a myocardial infarction during procedure. There were no performance issues with any abbott devices.